Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02830. This report is being submitted as additional information. Approximate age of device ¿ 10 months. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient underwent a CT scan of the chest, abdomen, and pelvis with IV contrast. Findings notable for the following: there has been interval development of a wedge-shaped region of diminished attenuation within the left upper and interpolar regions with evidence of cortical thinning. This likely reflects a new renal infarct. The patient previously was having trouble breathing due to pain and has not been eating. A CT scan was ordered. No additional information was reported.

Event description:
Additional information: it was reported that changes were made to the patient's antibiotic medications. The event resolved (B)(6) 2017. No further information was reported.

Manufacturer narrative:
Section b5: additional information. Section b5: corrected information. It was previously reported that no changes were made to the patient's regimen. New information reports that changes were made. No further information was provided.

Manufacturer narrative:
Section h4: additional information. Manufacturer¿s investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 left ventricular assist system instructions for use (IFU) lists renal dysfunction as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.